Event description:
It was reported that during a coronary treatment procedure, the balloon catheter was not able to load on the choice pt guidewire. The wire lumen of balloon catheter got stuck 5 cm from the proximal end of the wire. The physician was attempting to treat a 90% stenotic lesion in the mid right coronary artery. He successfully completed the procedure with another guidewire. No pt injuries or complications were reported.